Event description:
The customer complained that three lower than expected vitros amon quality control results were obtained on a vitros 5,1fs chemistry system using two different vitros amon reagent lots. Reagent lot 1014-0237-5687. Lpv l2 vitros amon result: 158.6 vs expected 199.2 ¿mol/l. Reagent lot 1015-0238-7393. Lpv l2 vitros amon results: 137.0 and 142.0 vs expected 194.2 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It is assumed that no vitros amon patient results from the time frame of the event were in question as there were no allegations of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that three lower than expected vitros amon quality control results were obtained on a vitros 5,1fs chemistry system using two different vitros amon reagent lots. The assignable cause for the event is unknown; however, a vitros amon reagent or a vitros 5,1fs system issue cannot be ruled out as contributing factors.